Event description:
Customer reported unexpected negative reactions for ab_ID on the echo for a patient sample with a history of anti-fya.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrid, lot id118 used by the customer at the time of the event.the returned sample was tested using retention crrid, lot id118, on an in-house echo. The sample was flagged as "invalid". No results were obtained.hemagglutination tube testing was performed with the sample using selected cells from retention panocell-16, lot 30574. Immuadd was used as potentiator and testing was performed at all phases [immediate spin (is), room temperature (rt), 37c and indirect antiglobulin test (iat)]. Sample a0306427486 exhibited w+ reactivity at iat with the fy(a+b+) cell tested.a service call was made. Washer residual volume was at low end of range and was calibrated. Echo within specification and operating as expected.